Event description:
Customer had a procedure in which the bravo capsule attached to the esophagus, but when detaching from the delivery system, it was not possible to detach the capsule from the delivery system. The bravo capsule was successfully removed from the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.